Event description:
It was reported that while an unspecified guide wire was in the anatomy, the 4.0x38 mm xience skypoint stent delivery system (sds) was attempted to be advanced over the guide wire but it became stuck as the guide wire wasn't wiped prior to advancement. During advancement, the nose cone separated. The device and nose cone were subsequently removed from the wire and the wire remained in place. There was also resistance when removing the xience skypoint sds from the guide wire. The sds never made it into the anatomy. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported tip separation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.